Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history. The assignable cause was not determined. The pump head module was replaced. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During review of the event history it was determined that the condition of failure code 810:11 occurred on (B)(6) 2011 during delivery causing an interruption of delivery. There was no patient involvement, injury or medical intervention related to this condition. This device utilizes user interface module master software version 6.13.90 categorized as remediated.